Event description:
Initial report: this non-serious spontaneous case report from another country, was reported by a physician via medical information and forwarded by our local affiliate. This case involves a female patent who received two treatments of poly-l-lactic acid (sculptra) therapy two months apart. The last dose was given approximately 12 months ago. No further treatment details were provided. Relevant medical history and concomitant medication information were not mentioned. In 2009, the patient presented with two small granulomas, and within three weeks she had at least 30 granulomas/nodules which were larger and more obvious upon visual examination. It was not specified if any corrective treatment was provided. Event outcome is unknown. Reporter's causality assessment: unknown.